Manufacturer narrative:
The initial report had the incorrect information in summary narrative. The correct information has been provided with this report. (B)(4).

Event description:
The customer was hospitalized on (B)(6) 2018.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that ambulance was called and was hospitalized due and diabetes ketoacidosis and high blood glucose on two different occasions on (B)(6) 2018. Blood glucose level at the time of the incident was 525 mg/dl and current blood glucose was 168 mg/dl. Customer stated that the pump sent me to the hospital twice, on both times she started throwing up and had to call the ambulance and she was taken to the hospital. Customer stated blood sugar was over 300 mg/dl. Customer stated was not sure if she was in auto mode at time hospitalization. Customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.